Event description:
Caller reported a malfunction on the pump that occurred after mistakenly inserting an old cartridge during the supply change process. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The pump was cleared for continued use, and the customer was advised to report if the issue arises again.